Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to infection. No further complications occurred. The patient is being treated with antibiotics, and it is intended that a new system will be implanted at a later date. No additional adverse patient effects were reported. This device is not expected for return.